Event description:
While performing an endovascular aaa repair using a trivascular stent graft, the following occurred: the polymer rings were inflated on the main body of the graft. Anesthesia noted that the patient's arterial line did not have a read out. The pt was checked and found to have a good carotid pulse. The arterial line was checked for proper functioning. The zeego fluoro visualized the patient's aorta and the arterial system and showed no bleeding outside the arterial system. The trivascular rep mentioned that a minute percent of patients have a reaction to the polymer in the enclosed rings of the graft. This info was shared with anesthesia and anesthesia managed protocol for medication reaction. The surgeons worked quickly to complete the procedure without any further issues. The patient's blood pressure.